Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed and confirmed the reported issue. The rse assisted the customer with going into the configuration settings and selected reconnect to monitoring. After reconnecting to monitoring, the hosts are back in connected mode and patient monitoring is running as expected again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that, after a network outage, the system is in service mode. The device was in use on a patient at the time of the event. There was no adverse event reported.